Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered during treatment when the patient¿s wife noticed a large drain volume and the cycler alarmed with an m31 air detected in cassette message. The patient discontinued treatment during dwell 4 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3896 ml during drain 2 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 2105 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient contact, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment stopped on the day of the event and the replacement cycler arrived on time for treatment the following day. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal inspection of the cycler showed that there were indications of dried fluid on the bottom cover behind the load cell assembly. The cause of the encountered dried fluid could not be determined. No other discrepancies were found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered during treatment when the patient¿s wife noticed a large drain volume and the cycler alarmed with an m31 air detected in cassette message. The patient discontinued treatment during dwell 4 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3896 ml during drain 2 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 2105 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient contact, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment stopped on the day of the event and the replacement cycler arrived on time for treatment the following day. The cycler was reported to be returned to the manufacturer for physical evaluation.